Event description:
Pt stated that they did not feel that the morphine pca was helping to control their pain. Pump assessed, was programmed correctly but button was unresponsive. Pump did not acknowledge or register attempts. No morphine was administered since therapy was initiated at 0915 -until 2100-. Upon evaluation of equipment cable was found to not be working. Replaced.